Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having high blood glucose of 50 mg/dl. Customer treated and his blood glucose went down to 363 mg/dl. Customer stated that he started getting shakes and ate some snacks. Customer treated with the pump. Customer stated that he was eating to receive more insulin to bring his sugars down. Customer feels okay but a little dizzy. Customer stated that he will see his doctor today. Customer ran a manual prime and the insulin did exit. Customer stated that the time was off by an hour but he corrected it this morning. Customer stated that he has changed the basal rates without consulting his health care professional. Customer had a low reservoir and low battery alarm in the alarm history. Customer was unable to do the high pressure test because he was at work and did not have an additional infusion set. Customer was advised to do a complete set change. The air bubbles ended up being marks where the tubing was kinked or bent.